Event description:
Device issue: distal shaft separation. Time of device issue: during the procedure. Adverse event: required medical intervention. It was reported that the procedure was to treat an obtuse marginal 2 (om2) lesion, which was mildly calcified and had a 90% stenosis. The lesion was crossed with a non abbott guide wire and pre-dilatation was done with a non abbott balloon catheter. Then the mini vision stent delivery system (sds) was removed from the vasculature and a whisper guide wire was advanced as a buddy wire. The mini vision sds was advanced again and was successful in crossing the lesion. However, during an attempt to retract the whisper guide wire, it could not be removed. Then an attempt was made to pull back the sds, but it also could not be removed. Therefore, the two guide wires and the sds were pulled back to the guiding catheter, but could not be pulled back into the guiding catheter. So the entire system (sds, 2 guide wires and the guiding catheter) were pulled back to the sheath in the groin; where the system became hung up and the distal shaft of the sds separated leaving approx 4 cm of distal shaft of the sds in the pt' anatomy. The separated portion of the sds migrated into the profunda. The rest of the system was removed from the pt. Access from the opposite side of the groin was used and with a snare device the separated piece of the sds was successfully removed from the vasculature. There were no further pt effects and the pt was to be discharged on (B) (6) 2020. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.